Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain it was reported that on (B)(6) 2018, the patient was woken up by their severe neuropathy and severe pain in their feet. It was noted the pain is the pain that the ins normally takes care of. They were not able to get comfortable all day on (B)(6) 2018 until night time. The unit was checked to see if it was on, which it was, but it felt like the settings were off. The patient had tried adjusting the stimulation but couldn't because the unit said it couldn't locate the device. The patient turned the device off and back on. It was noted the patient had a hard time turning the controller off but they finally did get it to turn off. It was stated that nothing seemed to be working right. The patient believes something happened in their sleep. On the morning of (B)(6) 2018, the patient decided to turn their stimulation off because it was causing them pain. They were redirected to the doctor. No further complications were reported or anticipated.